Manufacturer narrative:
G4: 18aug2020, b4: 31aug2020. Upon further review, it has been determined by the results of evaluation that this event does not meet malfunction criteria, and that the condition of debris in the exhaust port is a user error condition, and does not reflect a fault or deficiency of this ventilator. This report will be concluded as a non-malfunction event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
The customer reported a ventilator in which the occlusion alarm would not work. The manufacturer's field service engineer (fse) confirmed the reported problem, as well as proximal line disconnect alarm when the circuit was disconnected. The fse found debris in the exhaust port. This debris was removed, which cleared all alarms. All testing passed without further issues. There was no patient involvement.